Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due a physical dislodgment. A new ra lead was successfully implanted. The patient had previously indicated the lead was no longer functioning and the clinic had turned it off. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The returned lead was severed, only the proximal segment was returned. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due a physical dislodgment. A new ra lead was successfully implanted. The patient had previously indicated the lead was no longer functioning and the clinic had turned it off. No additional patient adverse effects were reported.